Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Review of x-ray images shows long multilevel fusion is noted extending down to s1. It appears that there is dissociation of the construct at l5 and s1. Both l5 screws appear to have their set screws backed out and the rod and screws have dissociated with the rods moving dorsally. The l5 screws remain in their original position. At s1, one screw has pulled out of the body of s1 remaining attached to the rod as it displaced dorsally and the other has had its set screw back out, with the rod dorsally displaced and the screw in its original position. Creaking could indicate movement through the level of fusion and pseudoarthrosis. Verification of this suggests the need for revision and reinstrumentation. If fusion is verified, then removal should be based upon the degree of discomfort from instrumentation.

Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported that at an unknown time post-op, four set screws had migrated at l5-s1 and the rod was backed out of the screw. "The patient had ossified bone and no neurology symptoms or pain. The patient can hear creaking. L4-s1 is fused."